Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there are no alarms related to the complaint in the alarm history. The bolus button was difficult to push and was intermittently responsive to button pressed. All buttons on the keypad are responsive and springs back normally when pressed. There was no evidence of keypad adhesive found under all key contacts.

Event description:
This complaint is being reported due to an audio bolus malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.